Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot the unit and discovered that the monitor was going bad. He reseated all the connection and got the unit up and running. He ordered a new part and the part did not fit. He informed the customer that was the only monitor that he could get from ge.

Event description:
The customer reported that the monitor was not working.